Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. Additionally, the devices internal battery, blower and system board needs to be replaced due to an event code that would not affect therapy. Also, the air inlet foam filter needs to be changed for preventive maintenance and one in-line filter needs to be replaced due to contamination.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.